Manufacturer narrative:
Additional information: g.3: follow-up information received. H.3: device evaluation changed. H.6: updated. D.9: device returned to manufacturer. No problem found. The reported incidence could not be repeated. One unpackaged 000000000976000100 serial/batch number (B)(6) was received for investigation. Upon visual evaluation regular signs of wear and tear was observed. Functional test results: sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 28 ml platelet-poor plasma (ppp), 30 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 3.2 ml, which is within the expected volume range. The noise produced by the console was not higher than typical. While pumping out the rbcs at the end of the cycle, the pump rotor ¿popped up¿, which triggered an error message. However, this is a common occurrence. The pump rotor was pushed back down, and the cycle successfully resumed and finished. Otherwise, the console functioned normally. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. No problem found. The reported incidence could not be repeated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/21/2023, it was reported by a sales representative via (B)(4) that an 000000000976000100 angel machine was not producing enough prp from the volume of blood that is being input into the system. Also, the motor is very loud.